Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver not accepting calibrations. No additional event or patient information is available. The receiver was returned for evaluation. The receiver was visually inspected and no defect was found. Functional testing was performed and the test passed. Performed the receiver log review and test failed the receiver was experiencing loss of connection during the issue date window.  The receiver was charged and passed. The reported event of would not accept calibration is confirmed because the log review shows no meter values and loss of connection. The root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.